Event description:
It was reported that the customer was experiencing high blood glucose and was unsure if she was receiving insulin. Her blood glucose was 397mg/dl at the time of reporting, which she treated with a manual injection. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.